Event description:
Two issues with pm kits where IV set-set tubing has come loose from drip chamber. It just happened without warning. The kit was placed in the anesthesia and the pt was moved to department when the incident occurred. No problems were noticed when the pressure monitoring kit was placed.

Manufacturer narrative:
Add'l info has been requested. The sample was received on 09/08/2008 and is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).